Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed damage to the display screen consistent with an impact but demonstrated that pump insulin delivery was operating within required specifications and accuracy.